Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was 120 mg/dl. Customer reported that the drive support cap was loose. Customer reported that they were unable to describe the possible damage to the drive support cap. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.